Event description:
Futura no.11 safety scalpel did not retract. The design is spring loaded to retract the blade. It could not even be manually retracted and jammed with 1 cm of blade exposed. There have been other problems with this brand.